Event description:
A customer reported that an ophthalmic console did not read intraocular pressure. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed and replicated the reported event. The fluidics module was replaced to resolve the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and a potential contributing factor to the reported complaint was identified. It was later determined to not be irrelevant. The root cause of the reported event is attributed to nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).